Event description:
It was reported that the 9600 sys would not fluoro prior to a case. The procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery was replaced. The dose rate was adjusted and the brake handle was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.